Event description:
The customer stated that he was hospitalized with blood glucose levels over 600 mg/dl. The customer stated that the cannula was bent and the insulin pump did not alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that a tubing clamp would be shipped to him. Also advised the customer to get checked for scar tissue due to the bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.